Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants; 5698527, 02-012-60-1425 - logic stem ext 14mm x 25mm. 5700482, 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. 6293157, 204-70-00 - tibial stem ext. Screw. 6306257, 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5. 6406012, 200-07-29 - advanced patella 29m 3 peg implant. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial right total knee replacement surgery on (B)(6) 2020 and was implanted with a truliant device, including a truliant posterior stabilized insert, size 2.5, 9mm made of polyethylene. Plaintiff underwent revision surgery of her right knee (B)(6) 2021, approximately 1 year 9 months post initial procedure. Upon information and belief, the need for revision in plaintiff's right knee was due to premature polyethylene wear of the tibial insert. Following the revision surgery, plaintiff continues to be limited in her activities of daily living. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in her right knee which limits her activities of daily living and impacts her quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6. The revision reported in (B)(4) may have been the result of prosthesis wear as stated in the legal documentation. However, this cannot be confirmed as the devices were not available for evaluation and images/pre-revision radiographs were not provided. A contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall.

Event description:
Additional information- as reported via legal documentation, a patient underwent an initial right total knee replacement surgery on (B)(6) 2020 and was implanted with a truliant device, the patient underwent revision surgery of her right knee (B)(6) 2021, approximately 1 year 9 months post initial procedure. The patient was revised to a competitor¿s devices. Revision operative report of (B)(6) 2021. Post operative diagnosis- severe arthrofibrosis following right total knee arthroplasty. Indication for surgery- she has had ongoing knee pain and knee flexion contracture initially with range of motion only from 40 to 90 degrees. She was subsequently referred to for progressively worsening knee stiffness and pain. Work-up for infection was negative. On initial evaluation her range of motion was only 68 degrees of knee flexion contracture and flexion to 85 degrees. There were no apparent radiographic anomalies with the x-rays. Findings - 65-degree knee flexion contracture and only flexed to 95 degrees preoperatively. Postoperatively range of motion was to 125 degrees. Upon entry into the knee joint there is extensive hypertrophic scarring. There was bridging fibrotic tissue from the intercondylar notch to the patellar tendon with heterotopic bone. This was impeding knee extension. The surgeon noted that there was not any polyethylene wear, and there was not any gross loosening of the femoral component. Complications -there was a stem tibial component in place. On extraction of the tibial component there was fracture of the proximal medial tibia. This did not extend distally. There is no violation of the medial retinaculum or medial collateral ligament. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6. Additional investigation results -the truliant tib imp device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s arthrofibrosis and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy [bmi 46 morbidly obese], or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.there is no other information available.